Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the "non-functioning keypad", which was experienced during evaluation as an intermittent response of the #1 and #2 keys due to a failed keypad. The remaining keys were found to function as expected. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue. Additional information: sensing intermittently.

Event description:
It was reported that a spectrum pump had a non-functioning keypad in the medical surgical care area, which was clarified during evaluation as an intermittent keypad output . It was also reported there was no patient involvement.